Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-c.further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = (B)(4). This supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. A review of the service history for the analyzer identified a service ticket on january 26, 2021 related to leaking from the pre-trigger area. Service replaced the pre-trigger pump tubings. There have been no subsequent tickets documenting read errors or discrepant results. A review of the i2000sr tracking and trending data in the architect product monitoring review revealed no systemic issues or trends associated with the erratic result issue described in this complaint. The i2000sr erratic result rate was within acceptable limits with no trends identified. An analysis of historical result data from 01-jan-2020 to 31-jan-2021 for the five architect i2000sr analyzers at the customer site was completed. The analysis identified 60 patient replicates and 3 controls with low rlu readings that were not flagged and were determined to be flat reads (no significant chemiluminescence read profile) and 2 borderline reads (small chemiluminescent signal; not determined to be true flat read). Of the replicates reviewed across the 5 analyzers, 90% of the flat read patient replicates had optics errors on the same day and 100% of the flat read patient replicates had optics errors within 3 days. Two of the five analyzers reviewed did not generate results with flat or borderline reads. Of the three analyzers where flat or borderline reads were observed, there were 331 occurrences of optics read error codes during the reviewed timeframe. These error codes include: 1005 result cannot be calculated, final rlu read is outside the specification of the lowest calibrator. 1006 unable to process test, background read failure. 1007 unable to process test, activated read failure. 1008 unable to process test, final read failure. 1232 result cannot be calculated, final rlu read is outside the specification of the highest calibrator. The architect system operations manual (section 10 troubleshooting and diagnostics) provides information for troubleshooting the reported issue. Problems with the architect system are characterized by symptoms. Troubleshooting tools, references, and suggested techniques are provided to help trace the symptom(s) to one or more root causes. The corrective actions can be performed to resolve the problem. Section 10 also addresses probable causes and corrective actions for error 1005, 1006, 1007,1008, and 1232: broken pre-trigger or trigger level sensor or the level sensor is incorrectly installed. Pre-trigger or trigger tubing connections are loose. Pre-trigger or trigger solution volume too low or expired. Pre-trigger or trigger bottles installed in the wrong position or tubing assemblies switched. Pre-trigger or trigger bottles replaced while processing tests so air may have been aspirated instead of reagent. Hardware failure. The architect system operations manual also addresses observed problems, I system sample results, depressed concentration and erratic results, including, but not limited to, a cracked pre-trigger or trigger sensor; inadequate pre-trigger or trigger dispense; leaking syringe assemblies or valves; and hardware failure. Based on this investigation, no systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer identified low rlu results that could have generated potentially false negative hiv ag/ab combo and hbsag results. The issue occurred on the architect i2000sr analyzer. At the customer's request on (B)(6) 2021, due to a leak at the pre-trigger pump the raw data was provided for the analyzer. The data showed that the instrument generated error codes 1005 to 1008 indicating pre-trigger and trigger dispense issues. At the request of the customer on february 11, 2021 abbott did a preliminary analysis of the customer's data and identified a total of 36 samples with low reads. It was further noted that the customer tests all donor samples with pcr in parallel to the architect analysis. All samples were negative for hiv and hbv. No impact to patient management was reported.